Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient noticed increase in frequency about 2 days ago. Yesterday, the patient did contact and speak with manufacturer's representative about this. The patient had been doing physical therapy exercises and also noted that she did have one treatment of therapeutic ultrasound. The patient was not aware she couldn't have. At this point, patient had not informed physical therapist that she has an implanted device. The patient also mentioned that she did have a fall about 6 weeks ago and fell on her right side, which is the opposite side her implant was placed. The patient did check her device and increased the stimulation and wondering if that was the right thing to do. The following service or education issue(s) were observed by pats agent: patient lacked basic understanding of: the therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0eec2, implanted: (B)(6) 2014, product type lead. (B)(4).